Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between may 9 - 10, 2024. H11: the actual device was not available; however, a photograph was provided for evaluation. Visual inspection was performed and the photo sample consisted of the product code label; there was no photo of the valve set involved in the event. The actual device or photo of the actual device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that lipids located on ports 1-4 of an unspecified quantity of em2400 valve sets leaked into the bags; the prescription was not calling for lipids. This occurred during compounding. There was no patient involvement. No additional information is available.